Event description:
This customer reported an unexpected shutdown during use of the device. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). This customer reported an unexpected shutdown during use of the device. There was no adverse patient impact. The device was evaluated at the philips repair bench and the failure was verified. The customer had a 6 year old battery (rev c) which was causing an intermittent connection. The battery was replaced which resolved the failure. The device passed all testing and was shipped back to the customer site.